Event description:
Fast flow. Pump infused completely around 40 minutes instead of 90 minutes. Fill volume 250ml, flow rate 175ml/hr.

Manufacturer narrative:
Eval summary: the info contained herein is based on the info provided by the initial reporter. No sample was available for eval and investigation. The report stated that a pump infused in 40 minutes instead of 90 minutes. Retain samples from lot 832464 were evaluated and met specification. A review of the lot 832464 history found this to be the only complaint for this lot. The device history record was reviewed, and all manufacturing operations were found to be within specification. Product complaint is not confirmed for fast flow. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.